Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that a prosthetic screw (iunihg) from implant placement in tooth site #8 fractured.

Manufacturer narrative:
Zimvie did not receive one (1) iunihg, (certain gold-tite tm hexed screw) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). This complaint refers to the iunihg, (certain gold-tite tm hexed screw). DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : fracture : screw¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz rev 20, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) iunihg, (certain gold-tite tm hexed screw) for evaluation. Visual evaluation was performed. Implant returned with fractured screw inside. Damage to the implant due to the removal process. This complaint refers to the iunihg, (certain gold-tite tm hexed screw). DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : fracture : screw¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz rev 20, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. Implant returned with fractured screw inside. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b1: adverse event b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h1: type of reportable event h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.